Event description:
The lead was returned with no information. The physician's office revealed that the patient has not been followed for some time. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the proximal segment of the lead was returned, analyzed and outer insulation had cosmetic environmental stress cracking, breach/breach (non-electrical). All the conductors were distorted and there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation had cosmetic environmental stress cracking. This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.